Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was in the range of 119 to 500 mg/dl. The customer was treated with the insulin pump. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer declined to continue troubleshooting. The insulin pump will not be returned for analysis.